Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations/identified a product performance issue. The device was forwarded on for further detailed laboratory analysis. This device was included in the subpectoral implant (B)(6) 2008 population product advisory was initially communicated on (B)(6) 2006 . No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely. Eri was declared on (B)(6) 2010 with a charge time of 21.556 seconds at a monitoring voltage of 2.7 volts. In addition end of life (eol) was declared on (B)(6) 2011 with a charge time of 31.742 seconds at a monitoring voltage of 2.66 volts. Eri to eol is less than 90 days eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.